Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that the physician was unable to load the fasteners after the initial firing of the device during use. The physician found that there was some sort of obstruction that was keeping the cartridge from loading additional fasteners correctly. A second cartridge was mounted and also failed to load during this procedure. The physician opened a new device to complete this procedure for the patient. No patient injury to report.

Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause is attributed to the use error. The device history record was reviewed, and no exception documents were identified. A search of the complaint database was performed and no similar complaints for this lot number were identified.